Event description:
While the baby was being weighed, a small white area was noted on the side of the right foot where the temperature probe had been applied. A burning smell had been noted inside the incubator earlier. On inspection of the probe, the tip was found to be burned. The monitor and probe are units loaned to this facility.